Event description:
Additional information received from the patient reported that their spinal cord stimulator was evidently losing power. The patient hadn't had to turn implant on in about 8 months. It was mentioned that their device was 5 years old.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v629841, implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3487a-45, lot# v629841, implanted: (B)(6) 2011, product type: lead. Product ID 355531, lot# n276639, implanted: (B)(6) 2011, product type: screening device. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The consumer reported that she had stimulation in an undesired location. The patient stated she was feeling stimulation in her stomach and that was not where she needed it and it was very annoying. Multiple reprogramming sessions were done and the patient stated that no one can seem to get it right. The patient reported that the manufacturer representative she met with thinks that the implant was almost depleted. Additional information received from the consumer reported that there was no known reason other than stimulator error or technician error that led to the return of stimulation in the stomach. Reprogramming was done to resolve the stimulation in the stomach, but did not remedy the problem. The unit was turned off. The patient stated she had pain that had not gone away due to a nerve that was nicked in a previous surgery. The indication for use was other pain indications-other. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they reached out to the patient to investigate the details of the event. The patient had company at that time, so they said they would call the rep. Back. The rep. Hadn¿t heard from the patient as of yet.